Manufacturer narrative:
This device is not cleared in the us. It is similar to product code mjo cleared under p110009. The device was not returned and pictures were not provided. Therefore, the cause cannot be determined. Manufacturing records indicate the device was conforming when it left zimmer biomet control. Labeling was reviewed and found to contain adequate instructions.

Event description:
It was reported that a mobi-c was implanted upside down. Later that day, a revision surgery occurred and the implant was removed and replaced with an alternate. There was no additional surgical or patient information provided.